Event description:
Pt alleges receiving a breast implant of an unknown date. Pt alleges she has, "suffered serious medical complications resulting from a breast implant operation performed using co's supplies which was a subsequently removed" on an unknown date.